Event description:
Reporting status: serious injury/required intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction was reported. It was reported via a trial that in 2008, the patient underwent stenting of the pre-dilated distal rca with two xience v stents. At an unknown time in 2009, the patient experienced progressively worse angina. The patient was hospitalized in the same month, and underwent percutaneous coronary intervention due to restenosis within the proximal portion of the stent within the distal rca extending into the rima. The patient was discharged the following day. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Stenosis and angina are known adverse events associated with coronary stenting as noted in the xience v instructions for use. Also, stenosis, angina, and hospitalization are potential patient effects listed in the risk assessment. It is likely that the angina is a secondary effect of the stenosis. There does not appear to be any indications of a stent delivery system quality problem as there was no reported product malfunction during the index procedure. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined.